Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm during a bolus on the insulin pump. The customer's blood glucose level was 230 mg/dl. The patient was in a car accident but no diabetic related. The customer was advised that the insulin pump will need to be replaced. The patient was asked to discontinue use of the insulin pump and revert to a back up plan per healthcare provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.